Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately four years and one months later, computed tomography (CT) revealed that no significant filter tilt. The cone of the filter was at the level of the renal vein confluence. The legs of the filter penetrate beyond the caval wall by 2mm. The filter legs are in close proximity but do not penetrate through the adjacent abdominal aorta. Therefore, the investigation is confirmed for the alleged perforation of the inferior vena cava (ivc) and filter migration. The definitive root cause could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis. Approximately four years and one month post filter deployment, a computed tomography (CT) scan revealed that the filter struts perforated and migrated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history record will not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis. Approximately four years and one month post filter deployment, a computed tomography (CT) scan revealed that the filter struts perforated and migrated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.